Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Data analysis: there is no data listed for the date of 03/15/2015 due to pump received without battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose of 1100 mg/dl in (B)(6) 2014. The customer's doctor took the customer off of insulin pump therapy because of the high blood glucose and the customer not treating correctly. The customer had a second incident of high blood glucose in (B)(6) and was taken off insulin pump therapy, again. The caller had high blood glucose of 1300 mg/dl in (B)(6) 2015. The caller stated that the customer passed away in a hospital on (B)(6) 2015. The cause of death was heart attack. The customer was hospitalized on (B)(6) 2015 due to high blood glucose and confusion. The customer had heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller stated that the customer had been off the insulin pump since (B)(6) 2014. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.